Event description:
Spontaneous report from pt's husband, sunday (B)(6) 2020 starting having issues with the last batch of extension tubing. Three out of 6 were defective and leaking out of the filter (this also happened back in (B)(6) 2019). Pt switched tubing and did not miss any doses and did not experience any adverse effects. Shipping a replacement order of new tubing to arrive 01/07/2020. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. What is the outcome of the event? Resolved. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Unk, left message for pt.. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.